Manufacturer narrative:
(B)(4). Date sent: 08/03/2022. D4: batch # u5f18x . Additional information was received: when the complaint was submitted the issue of the stapler misfire was stated by the or team - that it cut but haven¿t stapled properly and surgeon reconstructed the anastomosis. The or team and surgeon claimed that device is opened first time and misfired. Now after 2 months, yesterday they reported that there is a fatality and the patient died because of the anastomotic leak. They are mentioning that the stapler caused it. The surgeon performed reconstruction as per his expertise, after the jnj stapler tlc misfired and claiming the fatality and now reporting in july. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tlc75 device was received with no apparent damage, with no reload present. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: place the instrument across the tissue for transection or into the lumen to form an anastomosis. For instruments with no knife, place the instrument across the tissue to be stapled. With the alignment/locking lever in the completely opened position, join the instrument halves together by aligning from either the front, center or back of the instrument. To adjust tissue on the forks before firing, move the alignment/locking lever to the intermediate position. This allows maneuvering of the tissue while the instrument halves are joined. Close the alignment/locking lever completely when the tissue is properly in place. To fire the linear cutter, place the thumb on the firing knob and two fingers on the shoulders of the linear cutter. Fire the instrument by pushing the firing knob completely forward. Completely return the firing knob to the original ¿return knob here¿ position. Separate the instrument halves by opening the alignment/locking lever and remove the instrument. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. H11: corrected data = b1, b2, h1 and h6.

Manufacturer narrative:
(B)(4). Date sent: 10/13/2022. D4: batch#: u5f18x.. What were the indications for surgery? Lower gi cancer. What surgical procedure was performed? Open lower gi procedure (colectomy). Was the device cleaned and sterilized and re-used on a different patient? As per surgeon and ot information they said no they opened new one. Did the patient receive any preoperative chemotherapy or radiation? Information not available. What color reloads were used and what was the sequence of the firings? Blue reload used and it cut but haven't fired. What anatomical structures was the device fired on? Colon. Were other stapling or suturing devices used when creating the anastomosis? Tlc , ethicon suture. How was the common opening closed? Yes. Was the device difficult to assemble/close? No. Was the device difficult to fire; was the force to fire higher than expected? No. How was the integrity of the anastomosis checked intraoperatively? It was oozing and they tried sutured it. How many days postoperative did the leak occur? 14. How was the leak identified? Staple line integrity was not ok , bleeding , infection and abscess later. How was the leak addressed (re-operation?) If yes, what was observed at the site of the leak upon reoperation? Was it leaking through the staple line? Yes. Were there any malformed staples or missing staples identified? If so, please describe the shape and location. Yes. Were there any signs of tissue ischemia or necrosis? No. Can a detailed timeline of events leading up to the patient¿s death be provided? 1 month. Was an autopsy performed? If yes, can those results be shared with us? Not available. What was the date of the patient death? Not available. Has a cause of death been determined? Leak and infection. Does this hospital routinely re-sterilize and reuse ethicon stapling product? Yes. Possibility is there because they may do it because of cost concerns on their own discretion. Timeline of event from initial surgical procedure to patient death? 1 month. What happen to the patient postoperatively that lead to the patient¿s death? As per surgeon its staple line dehiscence and then infection and death. When the device was fired, did staples deploy? If so, what were their shape? Why does the surgeon feel that the patient¿s death is associated to the ethicon tlc75 device? He feels faulty device is responsible. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tlc75 device was received with no apparent damage, with no reload present. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: place the instrument across the tissue for transection or into the lumen to form an anastomosis. For instruments with no knife, place the instrument across the tissue to be stapled. With the alignment/locking lever in the completely opened position, join the instrument halves together by aligning from either the front, center or back of the instrument. To adjust tissue on the forks before firing, move the alignment/locking lever to the intermediate position. This allows maneuvering of the tissue while the instrument halves are joined. Close the alignment/locking lever completely when the tissue is properly in place. To fire the linear cutter, place the thumb on the firing knob and two fingers on the shoulders of the linear cutter. Fire the instrument by pushing the firing knob completely forward. Completely return the firing knob to the original ¿return knob here¿ position. Separate the instrument halves by opening the alignment/locking lever and remove the instrument. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hemicolectomy the surgeon opened a new tlc gun and started firing in hemicolectomy. The gun misfired and it did not staple but cut. This happened in the first firing initially where the cartridge in tlc comes preloaded. The surgery was delayed 30 minutes. The procedure was completed successfully with no patient consequences.